Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support noted the malfunction code was resettable, yet the customer had not reset the pump within the last 24 hours. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support planned to replace the pump. The customer decided to rely on a backup insulin pump.